Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s procedure.

Event description:
Additional information indicates the patient had their ipg explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had an unrelated procedure and was unable to connect to the ipg afterwards. Ipg was set to surgery mode. Surgical intervention may take place at a later date to address the issue.